Event description:
Per the peritoneal dialysis (pd) patient's nurse the patient reported feeling nauseous on (B)(6) 2015 and was admitted to the hosp (B)(6) 2015 for fluid overload as a result of his chronic cardiovascular issues, without allegation of device malfunction. The nurse stated the patient was currently still hospitalized and was expected to resume peritoneal dialysis treatments using the cycler once discharged. Medical records were requested.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept has requested medical records. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.